Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a routine device check . Upon interrogation episode of vt was noted. Review of the egm showed atrial events falling into the blanking period. The patient is dong well and will continue to be monitored.